Manufacturer narrative:
The device was received for evaluation. During functional testing , failed downstream occlusion test twice at 24.35 and 23.50 was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test at 24.35 and 23.50 psi( pounds per square inch) during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.